Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms patient was implanted with biomet products as part of a competitor hip revision on (B)(6) 2006. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6) 2013 due to patient allegations of pain, disability, physical impairment, disfigurement and elevated metal ion levels. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the revision was due to pain and elevated metal ion levels. Operative report further noted abductor avulsion, indurated synovitis, and metallosis debris on trunnion of taper junction. The acetabular liner, cup, and modular head were removed and replaced.

Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the revision hip arthroplasty procedure of a competitor hip occurred on (B)(6) 2006. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a left hip revision on (B)(6) 2013, due to patient allegations of pain, disability, physical impairment, disfigurement and elevated metal ion levels.

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms patient was implanted with biomet products as part of a competitor hip revision on (B)(6) 2006. Additional information received from patient¿s legal counsel reports patient underwent a left hip revision on (B)(6) 2013 due to patient allegations of pain, disability, physical impairment, disfigurement and elevated metal ion levels. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the patient's medical records indicates that the revision on (B)(6) 2013 was for the patient's right hip, not left. Revision operative report noted the revision was due to pain and elevated metal ion levels. Operative report further noted abductor avulsion, indurated synovitis, and metallosis debris on trunnion of taper junction. The acetabular liner, cup, and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02215 & 2014-01349).